Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that the pump was not taking any of the batteries and now was off and was not coming back on. The customer stated that the display was not blank for less than 30 seconds and did not return. The battery cap was not damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.